Event description:
Event description cpi received information that two bipolar leads were removed from service due to an insulation fracture. During a routine replacement procedure the physician found the two leads were fractured and elected to replace both leads.